Event description:
Same case as MFR# 2134265-2012-08279 and 2134265-2012-08280. It was reported that during an unspecified procedure the motor drive unit was unable to perform automatic pullback. The target lesion was in an unknown vessel. Difficulty was experienced while initially connecting the motor drive unit to the sled, after the motor drive was connected to the sled it was unable to perform automatic pullback. No patient complications were reported.

Event description:
Same case as MFR# 2134265-2012-08279 and 2134265-2012-08280. It was reported that during an unspecified procedure the motor drive unit was unable to perform automatic pullback. The target lesion was in an unknown vessel. Difficulty was experienced while initially connecting the motor drive unit to the sled, after the motor drive was connected to the sled it was unable to perform automatic pullback. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the product was received in good condition with no visible external damage or defects observed. The mdu-5 was installed into a gold standard system and tested for functionality. The unit meets specifications. In addition to the functional test, the unit underwent a 4 hour burn-in without any failures observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was not confirmed. (B)(4).